Manufacturer narrative:
Citation: ji q et al. Predictors of ischemic mitral regurgitation improvement after surgical revascularization plus mitral valve repair for moderate ischemic mitral regurgitation. J card surg. 2020 mar;35(3):528-535. Doi: 10.1111/jocs.14455. Epub 2020 feb 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding patients with moderate ischemic mitral regurgitation (imr) who underwent combined coronary artery bypass grafting and mitral valve repair and aimed to identify the predictors of imr improvement at two years post-procedure. All data were retrospectively collected from a single center between january 2009 and june 2016. The study population included 201 patients and was predominantly male with a mean age of 65 years. Of those, 35 were implanted with medtronic duran ancore annuloplasty bands. No serial numbers were provided. Based on the available information, no deaths were attributed to medtronic product. Among all patients, adverse events included: immediate reoperation due to moderate or greater imr noted on intra-operative transesophageal echocardiography, redo mitral valve surgery during follow-up (median duration of 41 months), stroke, new onset atrial fibrillation, mild mitral regurgitation noted on transesophageal echocardiography following repair procedure, prolonged ventilation, and deep sternal wound infection. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.